Event description:
The pt reported that she noticed that the cartridge was leaking when she removed it from the cartridge compartment. She said that she also noticed insulin in the cartridge compartment. The pt stated that the insulin leaked from the plunger end of the cartridge and that the plunger appeared to be tilted to one side. She said that the cartridge was not reused and had not expired. The pt reported that blood glucose had been between 167mg/dl and 340mg/dl during use of this cartridge. She spoke with customer support several times and reported slight nausea during the first call but later denied associated symptoms.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.